Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Updated fields: d9 and h3.

Event description:
No additional information received from the customer.

Event description:
It was reported that the image of the gastrointestinal videoscope was cutting in and out, and it had static. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.